Event description:
When the customer attempted to bolus, the pump started to deliver the entire contents of the reservoir and it could not be stopped. The set was immediately pulled out and what remained in the reservoir, which was full was released into a sink. It was noted that there was clear liquid in the motor. The customer was hypoglycemic but was taken care of at home.